Manufacturer narrative:
The insulin pump was returned with no battery in the battery tube. The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and cracked display window. Data analysis is unable to perform data analysis due to no pump history available on the history download. No data was available due to pump being received without battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest and type 1 diabetes. The caller stated that the customer had a heart disease; hardened arteries. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure whether the customer was using sensors or not. The caller stated that the battery has been removed from the insulin pump in (B)(6) of 2015; hence, carelink upload cannot be performed. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.